Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. (B)(6) following the surgery, the patient experienced rash and hyperemia. The patient was followed for one month to dress the wound. The surgeon opines that the patient had an allergic reaction to triclosan.

Manufacturer narrative:
(B)(4). A reduction mammoplasty operation was performed on (B)(6) 2011. During the (B)(6) post-operative weeks, openings of 2-3 mm in the vertical scar line formed where the suture was exposed. Intermittent defect areas formed on the whole line during one month. In the meantime, intense sensitivity and pain was observed in the breasts. The defect areas of the patient were epithelized following medical dressing for two months. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.